Event description:
In 2005, physician implanted a zenith main body graft and two iliac leg grafts during an aaa procedure. In 2007, patient underwent additional procedure to place another iliac leg graft due to either a limb disconnect or an endoleak.

Manufacturer narrative:
Evaluation: the long term performance of endovascular grafts has not yet been established. All patients should be advised that the endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g, endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. No product was returned to assist with this investigation. An internal review indicated that the leak and disconnection was due to the patient's anatomy and possible changes over time.